Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for an under-delivery is the expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a continuous infusion rate: kvo, given 1ml reservoir volume, air detector is off, upstream sensor is on, 0 level of infusion length, no pump was use to prime the extension tubing it was manually prime. Pump alarming reservoir empty when there is still medicine in the reservoir. No patient injury. No additional information.